Manufacturer narrative:
This report is submitted on december 30, 2020.

Event description:
Per the clinic, the patient experienced poor magnet retention. A skin-flap reduction was performed under a general anaesthetic on (B)(6) 2020. The implant remains in-situ.